Manufacturer narrative:
Because it appeared that the bloodborne sepsis had seeded the tah-t, the pt's family declined to discontinue support and requested replacement of the tah-t in an effort to provide the pt with the beast opportunity to recover from the resistant infection and proceed with heart transplantation. Ms (B) (6) reported that the neurological event was most likely the result of a septic embolism that occurred prior to the tah-t replacement. It did not originate in the tah-t and was not related to the tah-t. An evaluation and inspection of the explanted tah-t was performed at syncardia. The ventricles were generally clean from any gross thrombus, and nothing was observed that would have contributed to the pt's condition. Ms (B) (6) provided the following updated pt info as of (B) (6)2010: the pt has stabilized from the septic event and is not requiring any vasopressor support; he is breathing on his own and his oxyen saturation is adequate on room air; he is awake but doesn't follow commands or track. His right-sided weakness has improved slightly. He has a low level of neurological functioning but doesn't speak or have purposeful movement. Ms (B) (6) reported that ongoing discussion of discontinuation of support have occurred but the physicians expect gradual improvement of the pt's neurological deficits. Syncardia has completed its evaluation of this issue and is closing this file.

Event description:
A syncardia clinical research team member reported that (B) (6) medical center in (B) (6) performed a temporary total artificial heart (tah-t) exchange on a pt. There was no malfunction or device failure of the tah-t. The tah-t continued to function as intended. The pt had an overwhelming, resistant organism sepsis, originating from his percutaneous endoscopic gastrostomy (peg) insertion site, and a recent, significant neurological event. The bloodborne sepsis infection progressed and appeared to have seeded the tah-t. (B) (4)